Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical product: 6935m55 lead implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's physician suspected lead perforation. The patient complained of shortness of breath and had signs of pericardial effusion. During surgery, the physician was unable to determine which lead caused the perforation. As well, the patient's right ventricular (rv) lead exhibited dislodgement, helix retraction and possible perforation. The patient's right atrial (ra) lead also exhibited signs of dislodgement and perforation. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.